Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint rapid exchange drug eluting stents were implanted overlapping in the proximal lad. It was reported through the clinical events committee that a suspected non q wave mi occurred in the territory of the target vessel (mid lad) on the same day as the index procedure. Pt was asymptomatic at 30 day, 6 month, 1 yr, 1.5 yr, 2 yr and 2.5 yr follow up. (Ref MFR# 9612164201100693).